Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the product, could not be returned for evaluation. The clinical/medical investigation concluded that, as much of the information provided was informal documentation and included subjective input of the patient without objective documents from the treating physicians on the circumstances which led to the reported events. Based on the information provided, the definitive clinical root cause of the reported ¿necrosis,¿ mrsa, and the reported non-adherence with the instructions for use dressing change recommendations could not be confirmed. Furthermore, due to non-receipt of clinically relevant documentation from treating physicians, post op compliance and/or a procedural related event cannot be ruled out as contributory factors. The patient¿s interpretation of the instructions for use possibly contributed to the event. Although there was blood loss within 10 days that resulted in a considerable drop in hemoglobin, we are not aware of the exudate state of the patient to understand if it was in line with instructions for use recommendations. The report stated that the doctor prescribed levaquin for the patient's infection and doxycycline was prescribed as a precaution for mrsa, as well as, home health for the patient. Since no additional information will be provided, and the patient's outcome has not been reported. Therefore, the patient impact beyond that which has already report, cannot be determined. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, and prior actions review could not be performed. A review of the instructions for use documents for pico¿ 14 reveals in section "dressing change" that dressings should only be changed in line with standard wound management guidelines, typically every 3-4 days. At the healthcare professional¿s discretion a pico dressing may be left in place for up to 7 days. A review of the risk management file revealed this failure mode/adverse event was previously identified. The anticipated risk level is still adequate. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary.

Event description:
It was reported that, during a npwt with a pico 14, the patient report that when the dressing was removed ten days ago (estimating (B)(6) 2024) that the incision revealed "necrosis" in the area where the drainage/blood settled and sat for 13 days before it was removed by her provider. Multiple family members of the patient who are healthcare professionals mentioned that the dressing should have been changed after seven days. The patient was sent to an infectious disease doctor who put her on levaquin to treat the infection and doxycycline as a precautionary for mrsa. The patient also reported that she had been in the hospital three days as her hemoglobin dropped from 15.4 to 8.9 but it is uncertain if this occurred while the pico device was in place. The patient will be having home healthcare. The patient suggested imprinting the need to change the dressing every 7 days on the outer box, as well as the outer dressing package and even emphasizing the need in the manual by making the print larger and in red. The patient was directed to the instructions for use of the pico 14 where it is clearly states that the dressing should be changed every 7 days. There's no more available info.

Manufacturer narrative:
Internal complaint reference: (B)(4).